Manufacturer narrative:
(B)(4). UDI : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Upon visual inspection of the outside radius there was a visible circular indentation however it is unknown how the circular indentation was caused. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000661, lot 6503917, g7 pps ltd acet shell 48c , 00801803201, lot 64199651, 12/14 cocr femoral head 32mm -3.5, 0106010002, lot 2938557, avenir muller standard stem 2. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03154.

Event description:
It was reported during a left total hip replacement surgery that liner would not seat in shell properly. Attempts were made to obtain additional information; however, none was available.